Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019 the system was powered down. On the next power up the date on the central control monitor (ccm) changed to (B)(6) 2022. This triggered a notification to the user that the battery life was exceeded as reported. After the system was powered down and powered back up the date has changed to (B)(6) 2019. The user was no longer being notified of the expired battery life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported issue was discovered when the heart-lung machine (hlm) was turned on. The field service representative (fsr) replaced the batteries because of the two year battery message. He did not find any issues with the power cord. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit displayed a "you have exceed the 2 years service life of your batteries, battery capacity may be reduced contact service for replacement" message. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that one of the batteries was unable to be measured following charging and it was unable to power the battery tester. The battery failed the minimum voltage and conductance specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.